Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed dirty, cracks on the water tank cover and front cover. There was also wear and tear on the enclosure. The unit was equipped with an old style pcb, drain fitting and line cord. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temp check, and turned on the power switch. The customer reported product problem (intermittent disposable alarm) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was attributed to normal wear and tear. This was identified as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) produced an intermittent disposable alarm. No patient injury or complications were reported in relation to this event.